Manufacturer narrative:
It was reported that during surgery, when pinning distally, there was liftoff on the anterior portion of the bone. There was a change in the operative plan to accommodate the cutting block. Procedure was concluded with the same device. The affected visionaire adaptive guide, used in treatment, was returned and evaluated. Visual inspection of the returned device shows the femoral guide has the tabs broken off. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was found that the case was within the visionaire standards, there were segmentation errors but they were minimal and showed to be outside main block contact area and would not have caused what was observed in surgery. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. IFU review yields that there exists instruction to revert to standard instrumentation if the user observes unsatisfactory performance of device. Risk assessment review noted the failure has been managed by dfmea. A medical assessment noted the pre-op image did not provide insight into the reported event. Some potential cause of the reported event could include but is not limited to the surgical technique used.

Event description:
It was reported that during surgery, when pinning distally, there was liftoff on the anterior portion of the bone.

Event description:
It was reported that during surgery, when pinning distally, there was liftoff on the anterior portion of the bone. There was a change in the operative plan to accommodate the cutting block. Procedure was concluded with the same device with a delay of than 30 minutes.